Event description:
Upon initial contact, dental office noted device overheating and burnt pt's mouth. When office was contacted to obtain add'l info, office could not provide any info regarding event and stated that the injuries weren't serious enough to document in their records and that they had no specific details on who the pts were or which dates they occurred on.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Blood ingress resulting from insufficient lubrication was observed in bearing assembly, causing overheating and indicating improper user maintenance. (Cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.